Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency plus for right iliac branch of the aortic endoprosthesis in the access site of left femoral percutaneous. It was reported that during the implant of the stent, there was a lot of friction, and the system was broken without the possibility to deploy the stent. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation with the stent graft completely deployed and the inner catheter protruding the tip way too long. The complete deployment of the stent graft and the exposure of the long inner catheter were considered to have resulted from the maneuvering by the client. However, provided photo showed the stent graft partially deployed and the outer sheath to be fractured. The investigation leads to confirmed results for outer sheath fracture and misfire. In this case, it was reported that a 9f introducer was used to access the device via the left femoral artery; during advancement there were no friction problems. Though the customer indicated that they used a 9f introducer and there were no problems with advancing the device through it, the device is intended to be used with a 10f introducer. The use of a wrong accessory can be a potential cause for the reported issues. Based on photos provided no indications of manufacturing related cause was identified. Based on the available information and evaluation of the provided photos, the investigation is closed with confirmed results for outer sheath fracture and partial stent deployment. A definitive root cause for the reported event could not be determined. Labeling review: a review of the relevant labeling confirmed that the instructions for use (IFU) adequately address the potential risks. The IFU states: ¿if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.¿ regarding device preparation, the IFU states: "prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment." For required materials, the IFU specifies the need for an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire." Packaging symbols indicate an 10f introducer and a 0.035" guidewire. The IFU also notes: ¿pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician.¿ g2, g3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency plus for right iliac branch of the aortic endoprosthesis in the access site of left femoral percutaneous. It was reported that during the implant of the stent, there was a lot of friction, and the system was broken without the possibility to deploy the stent. There was no reported patient injury.